Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument has been received for failure analysis evaluation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.2105" x 0.1215" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.

Event description:
It was reported that during a da vinci-assisted procedure surgical procedure, the mega suture cut needle driver tip broke off as soon as the surgeon grabbed the needle with the driver. A fragment fell into the patient and was retrieved during the same procedure. A post-operative x-ray was performed. The procedure was completed.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: on 05-may-2026, the following additional information was obtained: the mega suturecut needle driver instrument was not thoroughly inspected prior to use, but nothing appeared abnormal. The issue occurred during the first use while the surgeon was grasping a needle, with no suspected cause identified. No functional issues, collisions, or prior removal were noted before the breakage. The device fragment fell inside the patient and was retrieved via suctioning. A visual inspection and an x-ray confirmed no fragments remained. No additional surgical procedures were required, and the operation was completed robotically with a new instrument. The patient suffered no injury or post-surgical complications.

Event description:
Refer to h11 for follow-up information.